Event description:
It was reported that the customer's pump screen was broken. Blood glucose value was recorded at 340 mg/dl. There was no additional information regarding corrective actions or outcomes, and the device was not under warranty, nor was it returned for replacement.